Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.